Event description:
The pt was undergoing an endovascular repair procedure in order to exclude their aortic aneurysm. The case was planned and the intention was to ensure the pt's internal iliac arteries were not occluded and remained patent. During the case, due to severe tortuosity on both sides, a mark was made on the screen showing the iliac bifurcation. For the contra-lateral side, a measurement catheter showed them was ten centimeters between the cannulation socket and iliac bifurcation. The sizing sheet for the case indicated that an 81mm leg was preferred but a 90m leg was also shipped for use if required on the day. As 10cm had been measured from the cannulation socket to the iliac bifurcation, the consultant requested the linger, 90m contralateral leg. This was advanced with some difficulty due to the extreme tortuosity but the tip was aligned with the ro marker at the tip of the socket. It was seen that the distal tip was above the mark on the screen indicating the iliac bifurcation. On deployment, the distal tip fell within the external iliac artery covering the origin of the internal iliac. Unsuccessful attempts were made to push up the distal tip using a balloon catheter.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. Shortening of vessels is common when the vessels are highly tortuous and they are straightened by introduction of a delivery system. It must be noted that the selected lengths of the devices may have played a role in the events but case details indicate that the anatomy of this pt was easily changed substantially by the introduction of the delivery systems. Preservation of one internal iliac artery reduces the possibility of complications; however, in this case as both internal iliac arteries were inadvertently occluded, an MDR report has been filed. The pt is reported to have returned home post-operatively without side effect from occlusion of the vessel.